Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results and to provide the evaluation finding. As part of the pms study investigation, an olympus engineer was dispatched to the user facility to observe the scope sampler¿s technique. The engineer reported that the sampler did not use the appropriate aseptic technique, while obtaining a sample from the scope. The engineer performed a demonstration and provided training to ensure that the proper sampling technique is utilized. The scope was sent to an independent laboratory for ethylene oxide (eto) sterilization and then returned to olympus for a secondary culturing by an olympus endoscopy support specialist (ess). No further sterilization was needed as the scope cultured positive for the bacillus licheniformis, which is classified as a low concern organism. A physical evaluation was then performed on the returned device. The internal channels of the device were examined using a borescope and the following observations were noted: a black stain located inside the middle section of the instrument channel, grayish stains in the entry of the biopsy port and a red stain located at the biopsy port side of the channel. Further inspection found kinks located at the channel from the bending section side. The suction channel was inspected with no evidence of damage inside the channel. Additionally, the image was found to be within specification. The scope passed leak testing. The scope will be serviced and be returned to the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM) regarding the close case report. Please see the updates in sections: g4, g7, h2 and h10. The OEM reported that the summary of the investigation findings are as follows: -the detected organism is environmental. -persistent organisms were not detected in the re-culturing. -several deviations in the sampling procedures were observed. The exact cause of the reported event could not be conclusively determined, but this phenomenon was possibly occurred due to following: -it was not possible to conduct several investigations at this site, yielding little information to determine a root cause. -environmental contamination is a probable root cause because of the unique species and number of colonies detected. -environmental contamination could have originated from staff due to improper sampling.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Additional information received from the user facility states that the minimum effective concentration of the user facility¿s aer is being checked with each use. The channel of the endoscopes is brushed during manual cleaning with an olympus brush that is being supplied as part of the study. The endoscope¿s pre-cleaning is performed immediately after each procedure. The endoscope is leak tested prior to manual cleaning with a leak tester manufactured by veriscan. The site¿s aer preventative maintenance is performed regularly and records are kept with facility¿s clinical engineer. The last reprocessing in-service was conducted on june 2018 with an olympus endoscopy support specialist. There have been no changes to the facility¿s reprocessing personnel since the inservice. The user facility reports that all of the reprocessing personnel are trained on how to properly reprocess an endoscope. The scopes are stored and hung in a cabinet with circulating air.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of our investigation, on (B)(6) 2018 an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. The ess reported that the reprocessing staff utilizes halyard channel brushes on the tjf-q180v and tjf-160vf duodenoscopes. The staff would not repeat manual cleaning steps a second time if the adenosine triphosphate (atp) test results were higher than normal and would place the scope directly into medivators. The ess covered infection control information referenced in the user manual and reprocessing manual. The ess also recommended that the customer contact the manufacturer of that equipment for proper use.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported events. As part of our investigation, an olympus endoscopy support specialist (ess) visited the user facility and provided a reprocessing training on (B)(4) 2018. No reprocessing deviations were noted. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for the following microorganisms micrococcus luteus and acinetobacter genomospecies after reprocessing. The facility utilizes a medivators dsd edge, aer with peracetic acid (paa) to reprocess the scope. There were no associated patient infections reported.